Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime multiple times. The reporter completed prime step with cartridge changes. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Initial reporter name and address: (B)(6).

Manufacturer narrative:
Follow-up #1 - correction to the cartridge lot number associated with this complaint is unknown. The previously reported lot number is invalid.